Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported no flow. The soluset was to be used to deliver unspecified hydration fluids and medications. It was reported that after the soluset was primed and connected to the pt, the fluid would not flow. The soluset was replaced with a "pedi drip" set and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.